Event description:
Event description cpi received information that during a transtelephonic monitoring procedure, this implantable pulse generator (ipg), could not be magnet tested. The patient was brouhgt into the clinic and still could not be magnet tested. It was noted that the voltage regulation and magnet feature were turned to off.